Manufacturer narrative:
Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
During device preparation, the device was found in back up vvi mode (bvvi). The device was not selected for implant. No patient was involved.